Manufacturer narrative:
In reviewing the initial MDR, it was noticed that the patient's age was inadvertently not included; therefore, it is captured in this supplemental report. Section a2: age: 79 years. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3 - other (81): the device was not returned for evaluation, as the lens remains implanted, and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced poor contrast sensitivity during the post-surgical follow-up visit after implantation of the preloaded multifocal intraocular lens (iol). The surgeon immediately did a yttrium aluminum garnet (yag) posterior capsulotomy and scheduled a follow-up for another contrast. Functional acuity was 20/100 for the right eye (od) and 20/100 for the left eye (os). Standard acuity was od 20/20-1 and os 20/15, best corrected visual acuity (bcva). No further information was provided. This report is to capture the left eye event. A separate report is being submitted to capture the right eye event.